Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2017 with the following findings: a delivery accuracy test was completed and the pump was found to be operating with in specifications. Electrical current draws were tested and found to be within specifications. Unable to duplicate battery alarms. On (B)(6) 2016 the battery voltage dropped to a vp= 128 due to normal pump use . At 08:25 a replace battery alarm was recorded due to the user installing a discharged battery . Black box verified the pump was running on a alkaline aa battery. On (B)(6) 2016 at 10:32 the user installed a charged battery and continued basal deliveries with no re-occurring replace battery alarms . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that stated that the patient had a blood glucose (bg) of 32mmol/l with nausea. Emergency /911 protocol was initiated and the patient was taken to the emergency room. The reporter stated that the patient only received water in the emergency room. The reporter stated that the patient was given insulin via injection when they got home. Customer support (cs) completed troubleshooting and the reporter stated that the pump continues to give replace battery alarm despite multiple battery changes so the patient was not receiving their insulin. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.